Manufacturer narrative:
B3 - date of event: used 08/01/2024 as the event date was not reported.

Event description:
It was reported that stent inadvertent deployment occurred. A 7 x 80 x 130 innova stent was selected for the superficial femoral artery (sfa) intervention. However, it was noted that the stent system was intact when it was unpacked, but few struts were visible on the stent. The device was not used for this procedure. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used 08/01/2024 as the event date was not reported. Device evaluated by MFR: this innova self-expanding stent system was returned. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. A visual examination revealed that the stent is partially deployed approximately 5mm from the middle sheath. There is a kink to the outer sheath at the nosecone and 4cm from the nosecone. A microscopic examination revealed no additional damages. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that could have contributed to the inadvertent deployment.

Event description:
It was reported that stent inadvertent deployment occurred. A 7 x 80 x 130 innova stent was selected for the superficial femoral artery (sfa) intervention. However, it was noted that the stent system was intact when it was unpacked, but few struts were visible on the stent. The device was not used for this procedure. No patient complications were reported.